Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain the explant date, but that information was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12792. It was reported that the patient developed an epidural hematoma following a lead revision procedure on (B)(6) 2019 (related manufacturer reference numbers: 1627487-2019-12241, 1627487-2019-12243, and 1627487-2019-12246). The exact date of when the issue began is unknown. In turn, the patient's entire drg system was explanted on an unknown date. The patient reported no symptoms post-operatively.